Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two stent grafts involving endoanchors were explanted on an unknown date. The cause of the event is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received. It was confirmed that the event is from two separate cases. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: medtronic received the following information obtained from an unpublished journal article entitled; the impact of endoanchors penetr ation on endograft structure: first report of explant analysis. Grandhomme j, chakfe n, wyss t, chiesa r, chauduhuri a, chakfe j, dion d, schroeder a, georg y, steinmetz l, thaveau f, heim f lejay a. B:5 a non- mdt stent graft was implanted in a 85 year old male for a 75mm abdominal aortic aneurysm. A cta performed at 6 months revealed a type ia endoleak with an increase in the aneurysm sac diameter. Intervention was performed and 6 endoanchors were implanted. The final per-operative CT did not show the endoleak. Seven months later the patient presented with an aneurysm rupture. The proximal component of the stent graft was then explanted followed a aorto-bi-iliac prothesis bypass being performed emergently. The post-operative course was uneventful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Article has been published: the impact of endoanchors penetration on endograft structure: first report of explant analysis. Grandhomme j, chakfe n, wyss t, chiesa r, chauduhuri a, chakfe j, dion d, schroeder a, georg y, steinmetz l, thaveau f, heim f & lejay a. Ejves vascular forum, 2020, vol 49 https://doi.org/10.1016/j.ejvsvf.2020.08. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.